Event description:
According to the reporter, the user bent all of the pins in the connector for the device and wants the part number for them. No patient use was associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer with parts information for replacement.